Manufacturer narrative:
System was used for treatment. Kit lot d150 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break or alarm #47: drive tube alarm. However, corrective and preventive actions have already been initiated for drive tube leak/breaks. Photos were submitted for analysis. Analysis of the photos confirmed a drive tube leak. The root cause of the reported leak is most likely that the upper bearing stop delaminated and allowed the drive tube to impact the centrifuge chamber wall. The drive tube wore away and leaked. Corrective and preventive actions have been initiated to investigate drive tube leak/breaks. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Device not returned. (B)(4).

Event description:
Customer called to report a drive tube leak at approx 1200ml of whole blood processed (wbp). Treatment was aborted. Pictures to follow. Unknown yet as to if the fluid leak detector is damaged. Customer will let us know when the instrument is cleaned. No further action at this time. Patient reported to be ok. Customer will submit photos for evaluation.